Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired and engaged in interlock. A bag was received that contained three fiber type particles. Visual inspection of the cartridge revealed a ribbon of material was stripped from the cartridge of the unit. Functionally the reload was loaded into a representative instrument, the interlock was overridden, and the reload was applied to test media. Test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cartridge channel damage may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the product during a laparoscopy assisted distal gastrectomy, a thread-like material was found to be caught from the reload channel part and it was removed. There was a trace of scraping on the resin part of the reload channel. The removed thread-like material was placed in a separate bag and packed with the trouble product. There was no patient injury.